Manufacturer narrative:
This follow up report is being drafted to include the device history record (DHR) review, evaluation notes. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was not returned to olympus for evaluation. However, the customer had a 3rd party technician evaluate the device and saline solution error was discovered. Probable cause of the generator malfunction was due to inadequate saline solution present with the electrode. The probe was submerged in the saline solution and the unit tested fine. Afterwards, the unit was returned to service. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following information: customer stated that the subject device was not in use at the time of the event as it occurred during setup. It was a low/no saline submersion situation, and has since been resolved. No need for the unit to be returned or serviced. Customer provided the service request, site service performed on the device. Per the service request, the lead technician checked for error codes, called tech support, assembled handpiece. Tested in saline, all was functional and returned it to service. No other information provided.

Manufacturer narrative:
During a call, tac (technical assistance center) support engineer instructed the customer to pull up the error logs and found several error message of error code 400 ref 26 related to ¿check irrigant electrode¿. According to the customer, the user stated that they do use saline but did not swap the electrodes. In addition, the customer had the subject generator tested and it worked fine. The reported phenomenon was not able to be duplicated. Tac offered a service evaluation of the device however, the customer did stated that they are going to use the device and will call back. To date, there are no other issues reported. Based on tac troubleshooting and communication with the customer, the reported phenomenon was not able to be duplicated. The root cause of the reported event is unknown. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device did not work after the fiber was plugged in. When the electrode was plugged in and the unit was turned on, no output observed. Another generator of a different manufacturer was set up and worked as intended. The serial number and model of the device used was not provided. The electrodes used was not replaced. There was no patient harm or injury reported due to the even. No user injury reported.